Manufacturer narrative:
The caller indicated the sample associated to this report is expected to be returned to the manufacturing site for analysis, but has yet to be received.

Event description:
The tube was in the pt at home and the care provider said that the cuff wouldn't keep its pressure. About a week before it was going to be removed, she had to inflate the cuff everyday because it kept going down. On the day it was being changed she checked the cuff pressure in the morning and it had lost all pressure and was completely flat. The care provider stated the pt was recannulated on the day routine change was scheduled.